Event description:
The following has been reported: biomed reported: some pumps having alarms after power cycles and cleaning. No patient harm or stoppage of infusion. A preliminary review of the logs identified the following issue: sensor hardware failure (downstream air sensor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for sensor hardware failure. Device was able to pass mock infusions. Device also passed functional testing when reverted to manufacturing mode. Unable to replicate sensor hardware failure in clinical or manufacturing testing. No physical damage noted to set ID. The customer complaint was not confirmed.